Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report a discordant, falsely low sodium (na) result obtained on a patient sample on a dimension exl 200 instrument. Quality controls (qcs) recovered within acceptable ranges before the sample was initially run. The patient sample was repeated right after and acceptable. There was no issue with any other samples run afterwards. The customer changed the sensor since it had only 6 hours remaining and processed qc that was in range. The customer processed additional samples with no further issue. The solid state multisensor (ssm) data file shows that the standard a fluid value dropped low for initial four samples which indicates a flow problem due to possible clot/fibrin being drawn into the system impacting patient results. There were 2 successful calibrations and then the repeat samples in which the standard a fluid values returned to normal. The issue was resolved with sensor change, multiple calibration and qc runs that fully primed the system with no further flow issue. The customer is using greiner tubes and spinning in an eppendorf 5804 centrifuge. Siemens determined that the customer did not centrifuge samples at the time and speed recommended by the tube manufacturer's guidelines. A customer service engineer (cse) was dispatched for this issue. The cse replaced the integrated multisensor (imt) port, drain tubing, rotary valve/seal, flush pump and imt pump head. The cse aligned the pump rate to 77 +/-2, changed the sensor and performed condition and dilution check. The dilution check was acceptable. A 5-test precision run was performed and acceptable. The cause for the discordant sodium (na) patient result may be attributed to sample handling and/or sample integrity issues. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low sodium (na) patient result was obtained by the customer on the dimension exl 200 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument and the repeat result recovered higher. The repeat result of 150 mmol/l was reported, as the correct result to the physician(s). There are no reports that patient treatment was altered or prescribed or adverse health consequences due to the discordant sodium (na) result.